Manufacturer narrative:
No definitive root cause could be identified, as the reported issue could not be duplicated during testing. It is possible the problem was due to a temporary connection issue or contamination on the sensor window, both of which were addressed as precautionary actions. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported the screen went black, lost power, system was rebooted and the case was finished. The system shut down at the beginning of the procedure. There was no impact to the patient. Surgery was not delayed as they chose to do the second portion of the surgery, first, while the machine restarted. The speculum was in the eye and the tech had just handed the first blade to the surgeon. No incision in the eye had been made, yet.

Manufacturer narrative:
The field service technician on site reported the problem could not be duplicated. The power loss issue could not duplicated. Reseated power cable. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.